Event description:
A surgeon reported 3 cases of photoxicity following macular hole surgery with indocyanine green. Additional information has been requested. These 3 cases are being reported under the following manufacturer report numbers. 2028159-2007-00149, 2028159-2007-00150, and 2028159-2007-00151.

Manufacturer narrative:
Investigation, including root cause determination is in progress.